Event description:
The intralase pt interface was used in conjunction with the intralase fs laser to create corneal flap(s) for lasik surgery (exact date(s) not provided). The surgeon experienced suction loss during the procedure, which lead to incomplete flap(s). The surgeon reapplied, repeated the sidecut causing epithelial slivers. Postoperatively a small section of the epithelium was removed, and a bandage contact lens was placed. Pt's postoperative visual acuity (va) is 20/20 as at the time of this report. The association between the event and the device is unk.

Manufacturer narrative:
A clinical development specialist (cds) has been in contact with the site since the report of this event, obtaining pt status. Cds provided surgery support and performed an investigation in attempt to identify a potential root cause for the suction loss. The cds assessed the physician's surgical technique, and found their practices acceptable. The site has returned the pt interface for investigation.